Event description:
It was reported that an alarm 9 occurred, and the customer's blood glucose level was displayed as "high." The customer took corrective action by administering a correction injection with multiple daily injections (mdi). There was no need for third-party assistance. Technical support advised the customer not to reuse cartridges and to load a new one. The customer followed the instructions and successfully resumed insulin therapy.